Event description:
The facility representative reported, a pump with failure code 814:01 and depleted batteries during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary:the device evaluation was completed and failure code 814:01 was confirmed caused by potentially damaged (depleted) batteries. Baxter service technician installed new main batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.